Event description:
It was reported that during an unknown procedure the clips were not ejected. There were no adverse consequences to the patient's another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).